Event description:
Boston scientific received information that during a follow up a warning message indicating "low voltage for the remaining expected longevity" was displayed. A capacitor reform was done. A save to disk of this device was sent to technical services for review. No adverse patient effects were reported. A review of the data disk by technical services noted that the battery status appeared good, however the alert was previously triggered with the warning message "low voltage for remaining expected longevity". The save to disk was sent for further review to engineering. Engineering analysis noted that the device is experiencing an unusual drop in battery monitoring voltage. The cause of the low voltage is unknown as there was no data in the device memory that explains the cause. Engineering analysis noted that this is likely a hardware fault, with the future behavior of this device which cannot be predicted. It was advised to explant the device and return the device for analysis to determine the root cause of this issue. No adverse patient effects were reported. This device remains implanted.

Event description:
As previously recommended, this device has been explanted and is intended to be returned for a post market evaluation. No resulting adverse patient effects and another boston scientific device was successfully implanted.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(6) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry/the measured current drain was not as expected. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
Upon additional information this investigation will be updated.